Event description:
The customer reported an uncontained leak of blue fluid of approximately ten (10) ml coming from the coulter ac·t 5diff cap pierce onto the counter top. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of eye protection, gloves, and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
The field service engineer (fse) found the reagent syringe and the drive motor assembly that were frozen and not working properly. The fse replaced the reagent syringe and the drive motor assembly which resolved the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures.